Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It was further reported that the balloon was inflated to 20 atmospheres (atm), above the rated burst pressure (rbp) of 16 atm and it is possible this contributed to the reported balloon rupture; however, a conclusive cause cannot be determined. It should be noted that the promus instructions for use (IFU) cautions the user to not exceed rbp as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. Return of the stent delivery system (sds) may have assisted the evaluation in determining a cause for the experienced rupture. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. A definitive cause of the balloon rupture cannot be determined. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the balloon was inflated to 20 atmospheres to deploy the stent, at which time the balloon ruptured. There was no adverse patient effects. A 3.5 x 15 mm non-abbott balloon was used for post-dilatation. The patient outcome was good. No additional information was provided.